Event description:
Information received from the field notes that during a routine follow-up, the device would not interrogate and there was no output or magnet response. The patient was in his own rhythm of 100 bpm.